Event description:
The initial reporter complained of questionable elecsys hcg test system results for 1 patient sample tested on a cobas e 411 immunoassay analyzer. The initial hcg result was 5715 miu/ml and was reported outside of the laboratory. The customer questioned the result. On (B)(6) 2019 the repeat hcg result was 8739 miu/ml on the e 411. The hcg result in a different laboratory on a different e 411 was 9852 miu/ml. There was no adverse event. The customer was not using the recommended rack adapters. The hcg reagent lot number was 31981400 with an expiration date of 7/31/2019. The field service engineer ran a performance check, checked the analyzer, performed mechanical checks, and performed operational checks. All were acceptable. The investigation determined that the qc was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.